Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. A customer returned a 6mm electromyographic (emg) endotracheal tube stating "after preparing everything there was no signal from the left side wires." There was no allegation of pt injury. Testing/repair could not confirm the reported event. The available info indicates that the emg tube was not responding or stopped responding, and the user was not alerted by a system alarm, warning screen or error message. This has the potential to result in a false negative. False negatives could potentially cause injury to the pt by failing to identify a nerve. This could result in the surgeon damaging the nerve. Medtronic will assume that the user did not receive a system alarm, warning screen or error message, until it is confirmed that they did.

Manufacturer narrative:
Eval did not confirm the reported event. The sample was received in an "as received condition" and all 4 electrodes were tested for resistance. Required resistance is between 1.7 and 3.7 ohms for each lead, the ohms readings were as follows: 3.0, 3.1, 2.9, and 3.1. There was no out of spec condition. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. It should be noted that there are many non-device related issues that can block a completed electrical circuit or inhibit a response: such as the use of paralytic anesthesia agents; non-conductive/dry issues, or a nerve fatigued by overstimulation. In addition, damage to the device or misuse can lead to a device malfunction. When such situations occur, the surgeon can falsely misinterpret the info as a negative, i.e. That a nerve is not present when it really is present. When info suggests that the nim equipment had the potential to cause pt injury it is assumed that the failure may go undetected. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.